Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food. It was unknown that the auto mode was on at the time of incident or not. No further complications were reported. The customer will continue to use the device.